Manufacturer narrative:
Minimum fill was verified. Cartridge damage issue the failure investigation has been completed. Based on the analysis, the alleged issue could not be verified as cartridge was not returned.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 250 units of insulin during the load sequence. Customer's blood glucose was 199 mg/dl. Additionally, it was reported that an o-ring was on the pneumatic tap. Customer¿s blood glucose (bg) level was "high"; although specific value was not provided. Customer did not provide details on how elevated bg was addressed. The customer was able to remove the o-ring from the pump. Ultimately, customer reverted to an alternate method of insulin delivery.